Manufacturer narrative:
Correction: a1 should have been de not md; a2 should have been 83 years not 86 years; date of birth should be (B)(6) 1937 not (B)(6), 1934. D4 model should be 1457q/86 not 1458/86 and serial number should be (B)(6) not (B)(6)as previously reported. H4 should have been dec 7, 2020 not apr 29, 2021. The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up with the left ventricular lead exhibiting elevated capture threshold. The physician thought the increase may be due to the presence of scar tissue. The lead was explanted and replaced. The patient was recovering.